Event description:
Customer alleged blood glucose values of 57 mg/dl, 48 mg/dl, 51 mg/dl, 45 mg/dl, 68 mg/dl, 85 mg/dl, 46 mg/dl, and 33 mg/dl back to back when all tests were performed within 5 mins on the aviva system. No info regarding quality control is available. The location in which the testing was performed was not provided. The customer reported no action as a result of the comparison. No adverse event related to the alleged malfunction was reported. A request was made for the return of the suspect device and replacement product was sent.